Event description:
It was reported by the customer that the device turns off sporadically with or without being connected to the ac. There was no known patient impact.

Manufacturer narrative:
The returned device was evaluated. During testing it was found that the radical-7 display shuts down within a few seconds (screen blank) and 10 beeps are heard. The 10 beeps alarm looped continuously until the device was shut down by holding the power key for a few seconds or until the device battery charge ran out. In this condition, the device was unable to operate for more than a few seconds. The instrument board was replaced and the unit functioned as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over two (2) years with no previous returns for servicing or other issues prior to the reported event. The 510(k) number is k140188. The device manufacture date is 01/2/2013.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.